Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and complete troubleshooting, but no response was received.